Event description:
It was reported by that the cardiosave intra-aortic balloon pump (iabp) was put on a patient but alarmed continuously augmentation failed and would not allow user to select any options. Unit removed from service. Unit will not power on now but shows mains connection and has full batteries. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to characterization limit e1: initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.